Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. (B)(4).

Event description:
It was reported that during a low anterior resection procedure that when the stapler was fired it cut but did not staple. Surgeon hand sewed the bowel. Another like device was used to complete the procedure. Unknown amount of extra time spent in or sewing the bowel. There were no adverse consequences for the patient.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5ay5x. Device evaluation summary: the analysis results showed that the cs40b device was received with no apparent damage with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.